Manufacturer narrative:
Corrected fields d4 (serial number), h6 (findings and conclusions incorrect as the reportable malfunction was not confirmed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined as the reportable malfunction (stripes/green image) was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the device displayed error code 104 then error code b30 and snow. Furthermore, the following additional issues were identified during inspection: presence of humidity inside instrument and corrosion, the charged coupled device cover lens is chipped, the distal end is dented, and the cable unit make noise during manipulation due to oxidation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: customer mishandling. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displayed a green image, stripes on the image and snow on the image. The issue was found during reprocessing. There were no reports of patient harm.